Manufacturer narrative:
Analysis found there was an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. The event occurred intraoperatively during the select patient/acquire scans task and caused no delay to surgical time. It was reported that the second of the two 3d scans performed during the surgery did not transfer automatically to the navigation device. Once the second 3d scan was performed, ¿waiting for the images to be transferred¿ appeared on the ¿acquire scans¿ screen of the system. After waiting a while, the transfer was manually conducted. Navigation and imaging were not aborted. The surgery was completed and there was no impact on patient outcome.